Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife exhibited "bad cut" and could not make the incision during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip and a damaged cutting edge with a large amount of foreign material present. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The foreign matter on the sample was subjected to fourier transform infrared spectroscopy (ftir) analysis. The foreign matter analysis found the observed foreign material to closely resemble polydimethylsiloxane and was not related to the customer's reported issue. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with the reported lot number. The exact root cause of the reported issue could not be determined from the investigation performed. The damage to the tip of the knife and cutting edge is consistent with damage that can occur when the knife contacts a hard surface or if the knife is improperly handled. The foreign material around the lower edge of the blade was determined as most probably polydimethylsiloxane which is not a material that is used in the manufacturing process of this cutting instrument. How the foreign material was introduced and how the tip was damaged cannot be determined from the evaluation. (B)(4).